Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. An over the wire taxus express2 drug eluting stent of unknown size was implanted. The stent was deployed at 10-12 atms. The physician stated the delivery system "froze up on the wire." The wire and balloon were removed together. There were no pt complications or injuries reported. The pt's status is reported as good. No additional information is available as the facility cannot identify the pt involved in this complaint.